Event description:
Additional information received from a study reported that the patient had increased pain in their back and legs and was reprogrammed on 8-oct. When the device was interrogated high impedances were found. Imaging was done with fluoroscopy and the leads were not in the thoracic spine. The leads were traced and it was found they had migrated caudally out of the epidural space and into the pocket. There appeared to be bundling of the leads as they appeared to be twisted upon each other. The patient had a total revision of the system on 3-dec. The cause of the lead migration was not determined. The issue was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead, ubd: 02-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2021, loss of pain coverage (symptom return) and cannot perceive any stimulation anywhere even if she turned the amplitude up as high as she could. Ran impedance check and contacts 1.2.3 and 12.13,14, and 15 are >40000. 0 and 7 are orange. Immediately discussed with physician and he took xray to check lead placement. The leads have migrated almost all the way down to the battery site. Attempted to program on contacts 4,5,6 and 8,9,10,11 but patient never perceived stimulation at any amplitude. Patient doesn't recall any falls or accidents that may have caused lead migration. Physician instructed patient to turn off device until lead revision is completed. Lead revision is being scheduled. Issue not resolved.